Manufacturer narrative:
Continuation of concomitant products: 978b128, lot#: va2a95s, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 30-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was implanted for the treatment of bladder issues. The reason for the call was that since implant, the patient thought that the lead may not be in the right place. They felt no stimulation at their vaginal area, but felt stimulation in their sacral area/low spinal cord. They urinated every 45 minutes to an hour and went through toilet paper like crazy. They went to their healthcare provider's office last friday and the nurse said that they had done every setting they could do and could not get it to work properly. They could never get feeling in the vaginal area. Over the weekend the patient started having terrible back pain, debilitating, above the sacral area. Handset function was reviewed and they changed from program 7 at 2.3 volts to program 6 and increased to 1.2 volts. They felt light stimulation fluttering in the vaginal area. General programming information was reviewed, and the patient planned to monitor their symptoms and make changes or call back as needed. Additional information was received from a healthcare provider. It was reported that the patient had come in on (B)(6) 2020 for an interrogation, and the provider wanted to see them again, but they did not schedule another appointment. The last time the patient was seen was on (B)(6) 2021 for the interrogation. The program was changed from 5 to 7. The relatedness of the previously reported debilitating back pain was to the device/therapy was unknown. The cause of the lead being suspected to not be in the right place was unknown, and when asked to clarify the report the patient could not get it to work properly, it was unknown if this was describing an issue with the therapy or symptom control or if there was a device malfunction, stimulation output issue, etc.